Event description:
The family member of a insulin dependent diabetic, stated that they replaced the batteries in the system and needed some help in re-setting the time and date. In re-setting the date and performing electronic checks they noticed that the "hundreds digit" looked "funny". While on the phone a review of the system was conducted. Electronic checks were satisfactory. However, the unit was requested to be returned and a replacement unit provided.